Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt reported the device had done a wonderful job but about 2 months ago, something like that, their device quit working. Asked to clarify what pt meant by 'quit working'. Pt said it quit functioning at all. Pt said they had 3 hcps who dropped the ball. Pt went to their chiropractor for their shoulder and they said pt had a cyst on their back. Pt then went to see their regular hcp and they said pt had soft tissue melanoma. Hcp sent pt to a surgeon. They operated on the patient. The surgeon cut the pt open, ran into a whole bunch of wires and sewed pt back up. The reason for call was to get assistance finding a physician to get the device removed as pt is 'scarred to death' that they will get some kind of staph infection. "This stuff here is coming loose, disconnected, swollen up, I am scarred to death of infection". Pt said they want to quit being uncomfortable. Pt does not have any hcp for the device.